Event description:
Customer alleges the joy/cntrl a-series integrated (B)(4) is heating up and then the chair is driving sluggish. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 3 years 10 months old. The owner's manual part number (B)(4) rev f (jun-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the joystick is heating up and the chair is driving sluggish. The consumer has been advised by the dealer to not operate the power chair.